Event description:
It was reported that during interrogation, a message was received indicating the patient's pacemaker had inappropriately gone into rom mode, indicating back-up operation. The device was successfully restored and interrogation was successful. There were no patient consequences.